Manufacturer narrative:
The electrode lot number is gbc with an expiration date of 16-jan-2027. The calibration was acceptable. The qc data show an outlier on the day of the event. The alarm trace showed "abnormal aspiration (sample probe)" alarms. The field service representative adjusted the vacuum nozzle and performed successful checks and tests. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 28 patient samples on a cobas pro ise analytical unit. Only 2 examples were provided. Patient 1: the initial na result was 155 mmol/l, and the repeated result was 144 mmol/l. Patient 2: the initial na result was 150 mmol/l, and the repeated result was 142 mmol/l. The samples were repeated because the physician questioned the results. The repeated results were believed to be correct.